Event description:
This is a spontaneous report by baxter (B)(4) from the (B)(6) from a nurse of recurrent peritonitis and diaphragmatic hernia in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the nurse informed baxter customer service that the patient was temporarily switched to hemodialysis (date not reported) due to recurrent peritonitis and diaphragmatic hernia. In (B)(6) 2011, the patient will be re-evaluated as to whether the he will continue with hemodialysis or switch back to pd therapy. The outcome for the event of recurrent peritonitis and diaphragmatic hernia was not reported. The nurse did not provide an opinion of causality for the event of recurrent peritonitis and diaphragmatic hernia.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.